Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac vein with 70% stenosis. The 14.0x40mm armada 35 balloon dilatation catheter was advanced without resistance and used for post-dilatation, however, it ruptured during the first inflation at 4 atmospheres (atms). The device was prepared per instructions for use (IFU). The implanted stent compressed when the balloon ruptured and during withdrawal, the balloon material got caught on the stent and sheared the stent. The physician pulled it back to the sheath, then pulled sheath out with balloon and the wire without force. The sheath was discarded and part of the balloon material may have been inside the sheath. It also noted that the distal marker was sheared off of the balloon and was removed after performing exploratory cut-down surgery. The physician was able to find and remove the distal marker of the balloon but did not find any balloon material in the anatomy. The patient underwent a computerized tomography (CT) scan and no distal balloon fragments were found in the anatomy but it is unsure if fragments remain on the stent implanted. There was no clinically significant delay in the procedure. The patient was fine but was prolonged in the hospital due to the surgical intervention. The patient was discharged on (B)(6)2022. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The balloon rupture and separation were confirmed. The difficult to remove could not be confirmed being related to circumstances of the procedure and cannot be replicated in a lab environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices, lesion or calcification in the graft, or insufficient preparation prior to use. The balloon ruptured during the first inflation, the photo of the device reveals a longitudinal rupture starting at or in the shoulder and flows into a radial tear that is in the working length. It may be possible that damage to the balloon occurred from the stent during insertion which induced the rupture and the radial tear, including the compression of the stent. The radial tear may also have occurred due to an interaction with the stent during removal as the stent did ¿compress¿ after rupture indicating the two were attached. Based on the information provided, a definitive cause for the reported balloon rupture, separation and difficult to remove could not be determined. It is likely possible that the balloon rupture, difficult to remove, damage to another device, and subsequent separation occurred due to an initial interaction with the stent. However, this could not be confirmed. The additional therapy to remove the separated portion was due to the case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac vein with 70% stenosis. The 14.0x40mm armada 35 balloon dilatation catheter was advanced without resistance and used for post-dilatation, however, it ruptured during the first inflation at 4 atmospheres (atms). The device was prepared per instructions for use (IFU). The implanted stent compressed when the balloon ruptured and during withdrawal, the balloon material got caught on the stent and sheared the stent. The physician pulled it back to the sheath, then pulled sheath out with balloon and the wire without force. The sheath was discarded and part of the balloon material may have been inside the sheath. It also noted that the distal marker was sheared off of the balloon and was removed after performing exploratory cut-down surgery. The physician was able to find and remove the distal marker of the balloon but did not find any balloon material in the anatomy. The patient underwent a computerized tomography (CT) scan and no distal balloon fragments were found in the anatomy but it is unsure if fragments remain on the stent implanted. There was no clinically significant delay in the procedure. The patient was fine but was prolonged in the hospital due to the surgical intervention. The patient was discharged on 10/08/2022. Subsequent to the initially filed report, the following information was provided. Returned device analysis identified the balloon separated. The account confirmed the balloon separation. It was also confirmed by the account that the balloon and the balloon markers were the missing segments of the device not returning.